Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the system displayed an error message that there was an internal failure and the system may shut down. There was no report of patient involvement.